Event description:
It was reported that both t1 and t2 deploy together.

Manufacturer narrative:
Visual assessment of the device shows the actuator is in its t2 post deployment position indicating a complete deployment. Suture and ts were returned which showed no abnormalities. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.